Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse delivered below lower limit) has been confirmed. As received, the monitor was unable to power up. Upon investigation, it was found that all three pins in the q2 component were shorted to ground. The root cause of the shorted q2 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was delivering a pulse below the lower limit.